Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new prostyle, and another cuff miss occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous reports, additional clarification was received. After the second prostyle cuff miss [suture retrieval issue], hemostasis was achieved with manual compression and not an additional closure device as previously reported.